Event description:
It was reported that during a supply change the ilet user connected the connector and cartridge outside of the pump during the priming step, which led to leakage observed during the ¿do you see drops¿ portion; the event was categorized as a use-of-device problem, and the agent provided troubleshooting and education, including replacement of the cartridge and instruction not to connect components outside the pump. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found, with the event attributed to user interaction consistent with a use-related issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.